Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 80% deployment, a transthoracic echocardiogram (tte) revealed trace paravalvular leak (pvl). After 1.5 minutes of waiting, the valve was slowly deployed with tension. Following the slow deployment, the valve rose on the non-coronary cusp to above the annular level. A transesophageal echocardiogram (tee) revealed a mild pvl. A second valve was successfully implanted valve-in-valve reducing the pvl to trace. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.